Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the display cable was loose. The display cable we reconnected, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the display cable was loose. The display cable we reconnected, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit unexpectedly shutdown. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no loss of ventilation. The event was not reportable.